Event description:
It was reported in the journal "journal of pediatric surgery" article titled, "ultrasound guided percutaneous insertion of broviac lines in infants less than 5 kg; prospective study of 100 consecutive procedures", that sometime post ultrasound guided central line placement procedure by using bard broviac and hickman catheters in infants to evaluate the outcome of percutaneous insertion of broviac lines, out of one hundred patients, six occurrences of difficulties in cannulating the vein and one occurrence of blockage. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter occlusion and difficult to insert issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalogue number), g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal "journal of pediatric surgery" article titled, "ultrasound guided percutaneous insertion of broviac lines in infants less than 5 kg; prospective study of 100 consecutive procedures", that sometime post ultrasound guided central line placement procedure by using bard broviac and hickman catheters in infants to evaluate the outcome of percutaneous insertion of broviac lines, out of one hundred patients, six occurrences of difficulties in cannulating the vein and one occurrence of blockage. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Reddy sm, soccorso g, lawrence l, bennett j, jester I, pachl m, mcguirk s, singh m, bugg n, gee o, stansfield j, bromley pn, arul gs. Ultrasound-guided percutaneous insertion of broviac lines in infants less than 5kg: prospective study of 100 consecutive procedures. J pediatr surg. 2022 nov;57(11):534-537. Doi: 10.1016/j.jpedsurg.2022.01.005. Epub 2022 jan 15. Pmid: 35181123. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.